Manufacturer narrative:
(B)(4). Scb representatives were sent to the hospital to test all six units at the hospital. All units passed without any high temp messages. Unit (B)(4) passed testing, but it was determined to have the unit returned for further testing. The unit passed the standard incoming inspection; however, testing was also performed using heated fluid to 45 degree celsius and also 50 degree celsius. On each of these occasions, the unit exhibited "hi temp 3" error message. The unit performed as it was intended. This error message indicates the temperature of the fluid was too warm for patient safety. The unit would not allow the warmer fluids (above 45 degree) to be administered to the patient. When discussing with the hospital, it was confirmed that they were using a warming cabinet for the fluids prior to using with the thermacor 1200. It was determined that the thermacor 1200 infusion system worked properly. Further training will take place at the hospital on october 1, 2019 through october 3, 2019.

Event description:
The thermacor 1200 infusion system was being used at (B)(6). The unit exhibited "hi temp" error message. The unit was power cycled in order to clear the error message; however, this was unsuccessful. The hospital had to squeeze bags until the surgery was completed. No patient injury was noted by the hospital.